Event description:
A surgical technician reported that during surgery, the cutter reverted to (B)(4). They tried another probe and it did not work either. Additional information has been requested regarding how the surgery was completed and possible impact on the patient, but none has been received.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).